Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2017, a reporter contacted animas alleging that a patient was experiencing hypoglycemic events. The reporter stated that the patient had a blood glucose of 49 mg/dl with symptoms of disorientation. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter stated that there were multiple loss of prime warnings with the pump. During the course of troubleshooting it was found that the patient was performing the ¿fill cannula¿ during each prime sequence without changing the site. This resulted in an over-delivery of insulin. This complaint is being reported based on the allegation that the patient experienced a hypoglycemic event while on the pump as a result of use error.